Event description:
With repositioning of pt, a drop of fluid was noted at the hub of the ra line. Rn assessed the ra line for any visible air or defect, none noted and fluid was stopped. Ra line was aspirated to assess for blood return and micro-bubbles were noted at hub site during aspiration. Ra line was capped at the distal end of the ra line and physician notified. Seizure activity noted approximately 5 minutes after ra line was capped. Physician at bedside and ra clamped and disconnected from heparin infusion. Upon stabilizing seizure activity, pt to radiology for head CT and air embolus identified. After removal of ra line a hairline crack was noted at the hub of the ra line. Ra line was not retained.